Event description:
Customer reported that the insulin pump was not delivering insulin as her blood glucose readings were 400 mg/dl. Customer has treated the blood glucose readings with a bolus. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. The time setting was noted to be off. Customer's blood glucose reading at the time of the call was 245 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.